Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure, the patient's right atrial (ra) lead had loss of capture. A chest x-ray was performed and the ra lead was confirmed to be dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.